Manufacturer narrative:
Quality-safety evaluation of ptc received on 18-oct-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and pressure and excessive and abnormal bleeding (genital haemorrhage). Plaintiff underwent a right salpingo-oophorectomy. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure could not be removed due to embedding in the uterine wall"), device expulsion ("essure could not be removed due to embedding in the uterine wall"), pelvic pain ("severe pelvic pain and pressure") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and nickel sensitivity. Concurrent conditions included ovarian cyst ruptured since (B)(6) 2014, hemoperitoneum since (B)(6) 2014 and ovary removal since 2014. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic discomfort ("severe pelvic pain and pressure"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, left salpingectomy, and cysto performed on (B)(6) 2016), and surgery (surgical procedure on (B)(6) 2016). Essure was removed. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage and pelvic discomfort outcome was unknown. The reporter considered embedded device, genital haemorrhage, pelvic discomfort and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2016, during the essure removal procedure, the left tube was very mobile with no evidence of essure obscuring the movement of the tube. Left ovary appeared normal. Right ovary surgically absent. Right tube very stiff with possible essure limiting mobility of the remaining part of the tube after the patient had previous surgery. Since essure could not be removed due to embedding in the uterine wall, recommend that patient undergo laparoscopic-assisted hysterectomy with removal of left tube and preservation of the ovary. On (B)(6) 2016, she underwent a laparoscopic-assisted vaginal hysterectomy, left salpingectomy, and cysto. The findings were bilateral patent ureters at the time of cysto; benign fallopian tube (left) with bilateral intratubal synthetic coils consistent with contraceptive devices (essure). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: findings are consistent with nonpatent on (B)(6) 2014, a CT of the abdomen and pelvis with IV contrast was done and showed hemoperitoneum, probably secondary to ruptured ovarian cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, embedded device, and device expulsion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records was received and the following events were provided: essure could not be removed due to embedding in the uterine wall. Essure was inserted on (B)(6) 2011. Details regarding surgical procedures that the patient underwent, concomitant and historical conditions, and lab results were also provided. This spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and pressure and excessive and abnormal bleeding (genital haemorrhage). Plaintiff underwent a right salpingo-oophorectomy. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case and the events¿ nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure could not be removed due to embedding in the uterine wall"), pelvic pain ("severe pelvic pain and pressure/abdominal pain"), device expulsion ("essure could not be removed due to embedding in the uterine wall"), peritoneal haemorrhage ("hemoperitoneum") and genital haemorrhage ("excessive and abnormal bleeding") in a 31-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, nickel sensitivity, iron deficiency from 2002 to 2006 and mood swings from 2007 to 2008. Previously administered products included for prevention of last ovary swelling: yaz from 2014 to 2015; for prevention of ovarain cyst: yasmin in 2015; for an unreported indication: modicon in 2007. Concurrent conditions included ovarian cyst ruptured since october 2014 and right oophorectomy since 2014. On (B)(4)2011, the patient had essure inserted. In april 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced allergy to metals ("nickel allergy") with swelling face and pruritus generalised. On (B)(4)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peritoneal haemorrhage (seriousness criterion medically significant), internal haemorrhage ("internal bleeding") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic discomfort ("severe pelvic pain and pressure"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, left salpingectomy, and cysto performed on (B)(4)2016), surgery (surgeical procedure on (B)(4)2016) and surgery (laparoscopic-assisted vaginal hysterectomy, left salpingectomy, and cysto performed on (B)(4)2016). Essure was removed on (B)(4)2016. At the time of the report, the embedded device, device expulsion, peritoneal haemorrhage, genital haemorrhage, pelvic discomfort and internal haemorrhage outcome was unknown and the pelvic pain, allergy to metals, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, internal haemorrhage, pelvic discomfort, pelvic pain and peritoneal haemorrhage to be related to essure. The reporter commented: on (B)(4)2016, during the essure removal procedure, the left tube was very mobile with no evidence of essure obscuring the movement of the tube. Left ovary appeared normal. Right ovary surgically absent. Right tube very stiff with possible essure limiting mobility of the remaining part of the tube after the patient had previous surgery. Since essure could not be removed due to embedding in the uterine wall, recommend that patient undergo laparoscopic-assisted hysterectomy with removal of left tube and preservation of the ovary. On (B)(4)2016, she underwent a laparoscopic-assisted vaginal hysterectomy, left salpingectomy, and cysto. The findings were bilateral patent ureters at the time of cysto; benign fallopian tube (left) with bilateral intratubal synthetic coils consistent with contraceptive devices (essure). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2011: findings are consistent with nonpatent, on (B)(4)2014, a CT of the abdomen and pelvis with IV contrast was done and showed hemoperitoneum, probably secondary to ruptured ovarian cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, embedded device, and device expulsion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(4)2018: plaintiff fact sheet received: reporters, historical drugs and conditions, essure removal date (B)(4)2016, events (allergic or hypersensitivity reaction facial swelling; all over itching, dysmenorrhea (cramping), abdominal pain, nickel allergy, complication: internal bleeding and hemoperitoneum) were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/ plaintiff's family in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Sometime after the procedure, plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain and pressure as well as excessive and abnormal bleeding. In (B)(6) 2014, she underwent a right salpingo-oophorectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and pressure and excessive and abnormal bleeding (genital haemorrhage). Plaintiff underwent a right salpingo-oophorectomy. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. A product technical analysis is being sought. Further information will be obtained through the litigation process.